Event description:
It was reported that the patient heard an alert. It was also reported that the right ventricular (rv) lead had an impedance warning and had increasing impedance. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed high resistance/impedance, 2 -patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2012 and (B)(4) 2012. The weekly pace impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi impedance = 646 to 3211 ohms peak between (B)(4) 2011 and (B)(4) 2012.